Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold and wear abrasion. The device appearance of air cavities was observed, though it is not considered a defect due as it was located on a non-textured part of the device. A leak test was performed which found an opening on the radius side. A microscopic analysis was performed which identified a smooth crease opening on the radius side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the radius side due to a fold flaw opening.